Event description:
During a step in the procedure, the physician placed th e micropuncture wire up the common femoral artery when it snagged on a left external iliac artery stent that had just been placed. The physician attempted to gently remove the wire with no success. The physician did a cut down on the artery to facilitate removal. The physician got proximal and distal control of the femoral artery. A 6 french sheath was then placed into the artery and a snare was used to grab the micropuncture wire as well as the newly placed stent. The stent was crushed and removed. A small arteriotomy was made in the artery to remove the wire and the previously placed stent. The physician then closed the artery with a patch and successfully replaced a stent. The pt tolerated the procedure well.

Manufacturer narrative:
(B)(4). Per specification, this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage". No product was returned to assist in this investigation. The event description states that the wire "snagged on a left external iliac artery stent" and that attempts to remove the wire were unsuccessful. From this description it is apparent that the root cause for his complaint was caused by another device (stent). We will continue to monitor for similar complaints. There is insufficient risk to warrant risk reduction activities per quality engineering risk assessment.